Manufacturer narrative:
Corrected data: b.5, b.6, h.6.

Event description:
Patient reported physician "thinks the breast implants have ruptured", patient had concern with underarm lymph node but physician informed not very concerned about it, thinks implant has damaged the muscle, covered in ripples, "right implant just at the underarm has formed into this loop shape which could be the reason for severe arm pain", physically and mentally drained from implant problems, constantly unwell, deformed, patient thinks "gel is trying to push through the membrane", impacting mental health, displaced itself at arm muscle and in constant pain.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "encapsulated and the surgeon said they are at level 4", baker grade IV, "moving around a lot more", "definite bubble looking lump", "severe pain and discomfort", and "concern with the product." Additionally, patient reported "new lump like bubbles appear constantly" and "a massive lump jagging into my under arm¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported right side capsular contracture baker grade IV, "moving around a lot more", "concern with the product, mentally drained", "new lump like bubbles appear constantly, massive lump jagging into my under arm", "physician thinks implants have ruptured", "covered in ripples", "implant just at the underarm has formed into this loop shape". Patient later reported "diagnosed with a brain tumour" which is non device related. The device has been explanted and replaced.

Event description:
Patient reported right side capsular contracture baker grade IV, "moving around a lot more", "concern with the product, mentally drained", "new lump like bubbles appear constantly, massive lump jagging into my under arm", "physician thinks implants have ruptured", "covered in ripples", "implant just at the underarm has formed into this loop shape". Patient later reported "diagnosed with a brain tumour" which is non device related. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required and f2201 biopsy.

Event description:
The device has been explanted.